Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip had difficulty in coming out at the second firing. Also, the jaw would no longer open and the trigger could not be grasped properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; however, difficulties were noted due the accumulation of excessive dried body fluids that caused the one cam ramp got broken. One pear shaped clip was released. See attached pictures. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No testing could be performed to evaluate the event reported due the condition of the device. However, an investigation has been initiated to address the potential root cause of the reported opening issues. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was received: "the jaw became not to open with the target tissue in the jaw. The jaw was opened by opening the trigger with hand. After this event the nurse fired the device outside the patient's body, the closing and opening of the jaw was not smoothly." Further details were requested and the following was provided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not come out. Another device was used to complete the procedure. There were no adverse consequences for the patient.